Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 193 mg/dl at the time of the call. The customer used juice and was given carbs and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was using pump auto mode at the time of the low. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.